Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient recovered from the infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection is reportedly not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing thinning of the skin and device migration, followed by device extrusion. The recipient has experienced pain and progressive inflammation at the implant site since (B)(6) 2020. The recipient was treated with systemic and local antibiotics including cephalexin, dicloxacillin, and bactroban. The pain improved, however, device extrusion continues. Revision surgery will scheduled.